Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was repositioned secondary to discomfort at the pump site.

Event description:
It was reported that during surgery to reposition the pump, the healthcare professional (hcp) observed that the catheter had migrated from thoracic vertebrae 2 (t2) to t5. The event severity was noted to be mild and was related to the catheter. The issue was unresolved with no further actions planned. The patient did not exhibit any symptoms related to catheter migration. The pump was used to infuse baclofen compounded with fentanyl, bupivacaine, and clonidine. No outcome, or reason for the pump revision, was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).